Manufacturer narrative:
Concomitant products: product ID 97740, serial # unknown, product type programmer, patient; product ID neu _unknown_lead, serial # unknown, product type lead; product ID neu_unknown_lead, serial # unknown, product type lead. (B)(4).

Event description:
This was a trial patient. It was reported that the patient had it up to f, and he was told to play with it, and that he would be adjusting it a lot in the beginning to see what is comfortable as far as sleep, when he sits down, when he wakes up and gets up. The patient had a problem because it would just cut off on him and then it would just cut back on. When the patient went through the channels to write the ones he liked, he went to a, a1, and a2. He liked those, but sometimes ¿when he goes to come on¿ it only affected one side of his body and went into his stomach. When the patient had the trial procedure, the doctor told him that if he felt it in his stomach to let him know, and he might have to pull the cord out and put it somewhere else, and he did that a couple of times, but the patient still felt vibrations under his arms and up to his chest. The patient stated that his mentor told him it could be bad l eads or something else, but he could last until friday with it. The patient stated, ¿I talked to the [manufacturer's representative] yesterday and I told her¿ I can¿t kinda remember, I was a little out of it. I don¿t exactly what I told her, but I told her enough, and I tried to explain to her, and she said it would either be bad leads or just the program.¿ the patient mentioned he had two herniated discs, a fractured tailbone, and busted sciatic sacs. Therefore, he was hoping the spinal cord stimulation (scs) would help get rid of the pain. The patient also stated he had degenerative stuff on his knee. Later, the manufacturer's representative reported that they programmed for optimal stimulation, and the patient moved in to the permanent implant. The patient was receiving effective therapy.